Event description:
It was reported that the device exhibited error 1260. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received date 5/29/2024. H3: one device was returned for repair in used condition. Visual evaluation found damaged rear label, worn downstream occlusion (dso) and worn upstream occlusion (uso) seal. Unable to download in event history log. The device has not been serviced in the past. Functional tests were performed and the primary problem of error 1260 was duplicated. The cause was due to main board. The main board was replaced to correct the reported issue. The device passed all functional tests after the repair.